Manufacturer narrative:
Tech found slow head hi-lo drift. Replaced hydraulic manifold to resolve this issue. Bed found in maintenance shop.

Event description:
Facility reported slow head hi/lo drift on this unit. No injuries reported.